Event description:
The lead was prophylactically removed and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the proximal conductor was cut. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, several conductors were distorted, the distal conductor was stretched, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer insulation was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had an environmental stress cracking breach/breach (non-electrical), the inner tubing was torn, the outer insulation was torn, there was a white substance on the exposed defibrillator coil, the helix/lobe was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.